Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for septic right total hip arthroplasty - (B)(6) infection : patient had a septic gallbladder which seeded his hip and has been on suppressive antibiotics, and has now failed this suppresion. Explant procedure to take place soon. Event is serious and is considered moderate. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right hip). Treatment: surgical irrigation & debridement (no revision of products) and treatment with IV antibiotics ancef 1 gram tid.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images finds nothing indicative of a product problem. It was not possible to confirm the reported allegations or determine a root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.